Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The seal was analyzed and found to have damage to the port. Visual inspection found the port was completely broken off, the broken piece was returned. The complaint was confirmed by failure analysis. The probable root cause of the broken seal is attributed to damage during various handling points, including installation or use.

Manufacturer narrative:
An image was provided for review and shows a cannula seal with the luer port, a threaded portion of the device that connects to a hose, broken off. This part does not enter the patient. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while connecting the inflator cable to the universal cannula seal, the threaded part (luer port) broke. The broken part has a laceration due to the attempt to remove it from the inflator cable. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the damage resulted in a rapid loss of insufflation or pneumoperitoneum.